Manufacturer narrative:
Unknown date in 2005. This report is for an unknown dynamic hip screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: im, g., shin, y. And song, y. (2005), potentially unstable intertrochanteric fractures, journal of orthopaedic trauma, vol. 19 no. 1, pages 5-9 (korea) doi: 10.1097/00005131-200501000-00002. This retrospective data base analysis study aims to answer the question of predicting postfixation stability in intertrochanteric fractures by analyzing the risk factors responsible for secondary loss of reduction in apparently stable fractures. Between may 1996 and december 2000, a total of 66 patients underwent fixation of the intertrochanteric fractures. These patients were compared according to parameters with patients who lost stability after operation (group 1) consisted of 9 patients (2 male and 7 female) with a mean age of 81 years (range, 77-89 years) and with patients whose fractures remained stable (group 2) consisted of 57 patients (21 male and 36 female) with a mean age of 72 years (range, 57-90 years). The operations were performed by inserting sliding hip screws (dynamic hip screw; synthes-stratec, oberdorf, switzerland) using standard techniques. Patients were then followed monthly until complete fracture healing, then every third month until 1 year post fracture. The following complications were reported as follows under group 1: 1 patient had poor lag screw position. 2 patients had a poor quality reduction. 6 patients had iatrogenic comminution of the lateral cortex during operation. A (B)(6) year-old woman who had comminution of the greater trochanter during operation. 3 patients had postoperative comminution of lateral cortex. An (B)(6) year-old woman whose fracture healed with collapse and medial displacement of shaft after 4 months. 1 patients had reoperation complaining of pain and irritation from a laterally protruded screw that was removed. The following complications were reported as follows under group 2: 4 patients had poor lag screw position. 3 patients had poor quality reduction. 1 patient had iatrogenic comminution of the lateral cortex during operation. However, his fracture healed with little displacement. The article did not specify wether these complications are under group 1 or group 2: 6 patients had sacral area pressure sores that eventually healed without a further procedure. 1 patient underwent rotational flap surgeries. 2 patients with pressure sores also had pneumonia but eventually recovered. 3 patients had urinary tract infections that did not affect the overall course of rehabilitation. 8 patients died within 6 months after operation. This report is for an unknown synthes dynamic hip screw (dhs). This is report 5 of 5 for (B)(4).